Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with mechanical lithotripsy, the physician used a cook endoscopy web extraction basket with a conquest ttc lithotriptor cable and soehendra lithotripsy handle. During lithotripsy, the basket wires broke near the lithotriptor handle. Another basket and lithotripsy cable were used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. The ttcl-1 (lithotripsy cable) used with the basket was returned for eval. The cable is stretched in and kinked indicating excessive pressure was applied to the device during lithotripsy. A discrepancy or anomaly that could have contributed to the reported observation of basket wire breakage was not observed during our analysis of the ttcl-1. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the mechanical pressure generated with this device, basket fragmentation is a possibility that may require surgical intervention. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle (soehendra lithotripsy handle in this case) may cause the basket wire to break, thus requiring surgical intervention. The info provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. Prior to distribution, all web extraction baskets are subjected a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.